Event description:
It was reported that during procedure in a patient with right internal carotid artery ica beginning segment stenosis, after balloon angioplasty and carotid stent placement, clot was noticed to migrate to right middle cerebral artery mca m1 and distal of m1 could not be seen under digital subtraction angiography dsa. The operator decided to do thrombectomy using subject catheter and during the manipulation when the operator withdrew the subject catheter, tip of it was not moved under dsa near proximal of m1. Then the operator withdrew the subject catheter out of patient's body and checked the product on the table to see tip was fractured. Then the operator replaced the subject catheter with a new middle catheter to deliver a retriever to the fractured tip which was in patient's vessel to take it out, but after several tries the fracture tip could not be retracted into middle catheter. During this procedure the subject catheter tip migrated to right anterior cerebral artery aca a1 beginning. The operator then decided to finish the procedure. After the procedure the patient had drowsiness and difficulty in movement of the left lower limb, which the operator considered to be related to the clot that occluded the right mca beginning, not related to the fractured subject catheter tip.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter tip was seen to be broken/fractured at 136.5cm from the catheter hub. The catheter distal shaft was seen to be kinked/bend. There were no anomalies noted to the hub. Functional inspection was not required as defect was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter tip broken/fractured during use was confirmed during analysis. The reported un-retrieved device fragments could not be duplicated; however, the analysis results are consistent with the reported event. The reported nv - device difficulty engaging target vessel could be confirmed as the event is procedure/patient related. The device failed to meet specifications when received on inspection based on the analyzed anomalies noted to the device. It was reported that, 'the operator withdrew the cat6 out of patient's body and during this procedure the tip of the developed section was still not moving. Checked the product on the table to see tip developed section was fractured. Then the operator replaced the catheter with a new middle catheter to deliver a retriever to the fractured tip which was in patient's vessel to take it out, but after several tries the fracture tip could not be retracted into middle catheter. During this procedure the tip migrated to right aca a1 beginning. The operator then decided to finish the procedure. After the procedure the patient had drowsiness and difficulty in movement of the left lower limb, which the operator considers related to the clot that occluded the right mca beginning, not related to the fractured catheter tip'. Additional information provided by the customer was the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the procedure. The patient's anatomy was moderately tortuous. The device was returned for analysis and the catheter tip was seen to be broken/fractured at 136.5cm from the catheter hub. The catheter distal shaft was seen to be kinked/bend. There were no anomalies noted to the hub. An assignable cause of procedural factors will be assigned to the as reported and as analyzed catheter tip broken/fractured during use, as reported un-retrieved device fragments and device difficulty engaging target vessel' as well as the as analyzed catheter shaft kinked/bent as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during procedure in a patient with right internal carotid artery ica beginning segment stenosis, after balloon angioplasty and carotid stent placement, clot was noticed to migrate to right middle cerebral artery mca m1 and distal of m1 could not be seen under digital subtraction angiography dsa. The operator decided to do thrombectomy using subject catheter and during the manipulation when the operator withdrew the subject catheter, tip of it was not moved under dsa near proximal of m1. Then the operator withdrew the subject catheter out of patient's body and checked the product on the table to see tip was fractured. Then the operator replaced the subject catheter with a new middle catheter to deliver a retriever to the fractured tip which was in patient's vessel to take it out, but after several tries the fracture tip could not be retracted into middle catheter. During this procedure the subject catheter tip migrated to right anterior cerebral artery aca a1 beginning. The operator then decided to finish the procedure. After the procedure the patient had drowsiness and difficulty in movement of the left lower limb, which the operator considered to be related to the clot that occluded the right mca beginning, not related to the fractured subject catheter tip.